Event description:
Account states pt underwent a left renal cyst removal. A 10mm flat jackson pratt drain was inserted in wound. Upon removal, piece of drain was retained and required fluoro guided drain removal.